Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint describing a leak on the headset cannot be verified; the headset meets product specifications. The unused returned samples were visually inspected and tested for flow and tightness. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion set luers leak insulin and the plaster becomes wet underneath the headset. This first occurred on (B)(6) 2012 around 3:30 pm. Her blood glucose was approx 13 mmol/l (234 mg/dl) midday, and she ate lunch and delivered a bolus. Her blood glucose was 20.0 mmol/l (360 mg/dl) at 3:30 pm, and she noticed the infusion set was leaking insulin. She changed the infusion set and delivered a correction bolus. Pt reported the same sequence of events occurred on (B)(6) 2012 and (B)(6) 2012. She started using the infusion device 1 week ago, and the infusion sets are inserted in her abdomen with an insertion device. The infusion set connections are secure, and she hears an audible click when the headset is connected to the tube. The infusion sets are changed every 2 days due to this issue, and the infusion sets were requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.